Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for regular follow up. Interrogation of device revealed overestimation of battery longevity. Device exchange was discussed. No intervention was performed. Patient is in stable condition.